Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert. It was found that a lead integrity alert was triggered for the right ventricular (rv) lead. A rv lead impedance warning was also triggered. There was oversensing, sic (sensing integrity counter), high rate non-sustained episodes and rv lead impedance variation noted on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.